Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the battery longevity discrepancy observed clinically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited radio frequency y (rf) interference that was preventing remote interrogations. Boston scientific technical services (ts) recommended bringing the patient in to interrogate the device with a programmer. In clinic, it was noted that the device had a remaining estimated longevity of 11 months when 4 months prior the device displayed a remaining longevity of 9 years. Data from the device was analyzed, and it was noted that there were several rf hardware related codes recorded recently as well as a spike in power consumption. Surgical intervention was taken to explant and replace the device. No additional adverse patient effects were reported.